Event description:
Report one of two received of a tubing disconnection. It was reported that a patient, age, gender, and diagnosis unspecified, had a primary line connected to an extension set which was connected distally to the patient's central line. It is unknown what solution was infusing. At some point after the start of the infusion, it was noted by the clinician that the primary line had disconnected from the extension set. A small amount of blood loss was reported, but the patient did not require medical intervention. There were no reported adverse patient effects. Multiple attempts were made to obtain further information, but no further information was provided.